Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump does not delivery enough insulin when requesting a bolus. The customer's blood glucose (bg) level was 210 mg/dl. Customer delivered a bolus to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.